Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported left side device "leakage" and "water accumulation". Later, healthcare professional reported capsular contracture, baker grade iii and ultrasound showed that "the scar, which was originally supposed to lie in the breast fold, has risen by one centimeter". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later healthcare professional reported "capsular contracture baker grade iii".

Event description:
Healthcare professional additionally reported "a test for alcl was negative" and "ultrasound.. The elevation of the left breast is noticeable here. The scar, which was originally supposed to lie in the breast fold, has risen by one centimeter."

Event description:
Patient reported left side device "leakage" and "water accumulation." Healthcare professional later reported capsular contracture baker grade iii and ultrasound showed that "the scar which was originally supposed to lie in the breast fold has risen by one centimeter". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, b5, b6, d3, d4, d6b, e1, h4, h6

Event description:
Patient reported, left side "leaked". Captured as rupture. And "water accumulation" captured as seroma. The device remains implanted.

Manufacturer narrative:
The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ seroma: unable to observe since it is not related to the device. ¿ rupture: unable to observe since it is not related to the device. ¿ malposition: unable to observe since it is not related to the device. ¿ capsular contracture : unable to observe since it is not related to the device. As per the investigation procedure deformation/creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side device "leakage" and "water accumulation". Later, healthcare professional reported capsular contracture, baker grade iii and ultrasound showed that "the scar, which was originally supposed to lie in the breast fold, has risen by one centimeter". The device has been explanted.